Manufacturer narrative:
Continued: e.1. Zip code: (B)(6); phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, silicone migration, lymphadenopathy and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported through company representative that the implant ¿was visible, wrinkling", there was ¿silicone in lymph nodes,¿ and an ¿enlarged axillary lymph node,¿ and that the ¿inner silicone gel contacted the patient, even located in lymph node.¿ capsular contracture baker grade iii was also reported. After the explantation, the skin ¿rash with the swelling is still visible.¿ this record is for the right side. The device was explanted.